Event description:
Shortly after implantation, communication problem was noted between the implant and the external equipment. Pt also reported battery depletion issues. Decision was made to explant the entire system.